Manufacturer narrative:
G4:26mar2021. B4:05apr2021. The product support provided part ID for touchscreen assembly as requested by the customer. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer reported that the touchscreen is not working properly. The customer contacted product support and requested for part ID for the touchscreen. Product support provided part ID for the touchscreen assembly. The customer reported that the unit was in use on a patient, but there was no patient harm reported.